Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An afx bifurcated stent graft system was implanted to treat an abdominal aortic aneurysm. The patient presented to the ER with abdominal pain approximately 3.5 years post index procedure. A CT was performed where a potential type iiia endoleak was observed. The physician has elected to perform a re-intervention to reline the afx graft, however, the date of re-intervention has not been scheduled. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the information received, clinical evaluation confirmed the urgent presentation, type iiia endoleak, complete aortic component separation and secondary endovascular procedure. Device, user, procedure or anatomy relatedness of this complaint could not be determined based on the information shared with endologix to review. The final patient status was in stable condition post secondary endovascular procedure. A definitive root cause for the reported event could not be determined. The devices remain implanted in the patient and will not be returned; therefore, device evaluation will not be completed. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
Additional information was received reporting that on 03/06/2018, the secondary procedure was performed. Reportedly, it was confirmed, there was no leak and no sac growth, just minimal overlap of the previously implanted stents. The physician elected to add a vela suprarenal cuff and a vela infrarenal cuff to improve overlap. The patient was discharged the next day and was reported to be pain free and in good condition.